Event description:
Related manufacturer ref: (B)(4). During a right-sided ventricular extrasystole ablation procedure, it was not possible to remove the mapping catheter from the introducer while in the right atrium. Moreover, it was not possible to move the mapping catheter forward or backwards in the introducer. The two devices were removed at the same time from the patient and replaced. The procedure was then completed with no adverse consequences to the patient. An additional femoral puncture site was needed to introduce the replacement introducer and mapping catheter.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath distal tip area had multiple nicks, scratches and tears. However, the sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when a dilator from current inventory was inserted and withdrawn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported catheter insertion and withdrawal difficulty remains unknown.